Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 445 mg/dl. The customer treated high blood glucose level with manual injections. The customer also reported that the insulin pump had a software error detected alarm. They were able to clear the alarm and rewind the insulin pump. They also stated that the insulin pump passed the self test. The insulin pump was not on auto mode at the time of the incident and they declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.